Event description:
It was reported intermittently that the customer required medical assistance to treat a low blood glucose level. Due to the anonymous nature of the reporting platform on social media, tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No additional information was provided.